Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 464 mg/dl and other were 70 mg/dl to 180 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Based on customer¿s report customer did allege under delivery because constant high blood glucose reading for the week. Customer was treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.